Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. Customer's pump is out of warranty. Further information regarding the customer or event was not provided.